Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly the customer is reusing insulin. Tandem clinical support informed customer that reusing insulin, is off label per the user guide. Customer¿s blood glucose (bg) level was 475-500 mg/dl. Ultimately, the customer reverted to an alternate form of insulin.